Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify what is meant by ¿the stapler was fired but did not seal/staple tissue edges¿. Did the device cut completely and not deliver any staples? Was the staple line incomplete? Malformed staples?

Event description:
It was reported that during a laparoscopic appendectomy procedure, the stapler was fired but did not seal/staple tissue edges. Case completed with competitor clip applier device (which was also reported to not be working correctly at first but customer was able to eventually get the competitor device working). It is unknown if any bleeding occurred, however no patient consequences were reported.